Event description:
Reporter alleged blood glucose results of 118 mg/dl and 223 mg/dl when testing was performed back-to-back on the advantage system. Reporter stated customer had no symptoms and did not treat based on the results. Reporter stated customer went back to bed. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.